Event description:
Device did not function as expected. During a revision, when the collar was extracted, it broke and some pieces entered the patient's wound. The surgeon removed the pieces immediately and confirmed that no broken pieces were left in the patient.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (device did not function as expected and (B) (4)).